Manufacturer narrative:
(B)(4). Date sent: 01/28/2022. D4: batch # 281a82. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent 1. Could you please provide more details for "presents instability in the act of stapling"? 2. Where within the gap setting scale was the orange indicator prior to firing? 3. What confirmation was received that the device was fully fired? 4. Did the device staple? 5. Was the staple line complete? 6. Were there any staples missing from the staple line? 7. What was the shape of the staples (b-formation, irregular, legs straight)? 8. Were the staples deployed into the tissue? 9. Were the staples seen in the surgical field? 10. Did the device cut? 11. Was the cut line fully circumferential around the target tissue? 12. If the device fully cut, were both tissue donuts present? 13. If the device fully cut, were both donuts complete? 14. How many counter-clockwise revolutions were used to open the device? 15. How was it confirmed that the anvil was free from the tissue prior to removing? 16. After firing was the adjusting knob turned ½ to ¾ revolutions? 17. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? 18. Who fired the device? 19. Who removed the device? 20. Was the safety reset prior to removal? 21. What was the users experience with the device? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoidectomy, the product cdh29a presents instability in the act of stapling. There was no delay to the surgery. No fragments were generated, and the surgery was completed successfully with no patient consequences.